Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of asgsfc005 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "the patient notified their parents on the evening of the incident that there was blood in their bed. Parents notified nursing who discovered the source of the blood to be from the patients ivad needle set extension tubing. The tubing was immediately clamped and the faulty needle set was removed. A new needle set was then used to access the patient's ivad. The faulty ivad needle set had been in use for 2 days. The patient was running lactated ringers through the line when the incident occurred. Patient and parents had some initial distress over the sight of blood leaking from their tubing and there was prolonged care. No other apparent harm was noted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20ga x 0.75" safestep safety infusion set. The returned product sample was evaluated and the following observations were made: a nearly complete break in the extension tube was confirmed and occurred at the interface of the proximal luer adapter. The fracture surfaces of the damage contained striation-like patterns, radiating tear marks and material buckling which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer "the patient notified their parents on the evening of the incident that there was blood in their bed. Parents notified nursing who discovered the source of the blood to be from the patients ivad needle set extension tubing. The tubing was immediately clamped, and the faulty needle set was removed. A new needle set was then used to access the patient's ivad. The faulty ivad needle set had been in use for 2 days. The patient was running lactated ringers through the line when the incident occurred. Patient and parents had some initial distress over the sight of blood leaking from their tubing and there was prolonged care. No other apparent harm was noted.